Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: initial procedure took place on (B)(6) 2020. What is the event day? (B)(6) 2020. What is current condition of the patient? Good. Did the broken needle piece fall into the patient during the initial procedure? No. Is there any needle piece retained in the patient at the current time? No. Was an additional procedure required to remove a needle piece? No. What is the date of the additional procedure? N/a. Could all needle pieces be retrieved from the patient during additional procedure? N/a.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the needle piece retained in the patient? If yes, please explain. How was the needle retrieved from the patient? Was there any adverse consequence associated with the patient? Please provide procedure date. Please provide event date. Are unopened representative samples being returned for evaluation?

Event description:
It was reported that a patient underwent a thoracic procedure on an unknown date and suture was used. During the procedure, the needle broke. There were no adverse events or patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4) date sent to the FDA: 7/8/2020 additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device batch mph306, xn8834h19 and no non-conformances were identified.